Manufacturer narrative:
(B)(4).

Event description:
At a routine device check undersensing and loss of capture were observed. Xray confirmed the lead was dislodged. The lead was successfully revised that day and the lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.